Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer obtained a meter value of 110 mg/dl at 19:56. The patient was having hypoglycemic symptoms of feeling sick and was sweaty. This value was not considered consistent with the patient¿s symptoms. No action was taken. A short time later the patient became unconscious and the patients husband called the emt's. The emt's obtained a blood glucose value of 36 or 37 mg/dl and patient was given an intravenous infusion. She was observed in the hospital and was released at about 1:00am. The lot number was not provided. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.